Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced occasional urgency, urgent incontinence, suprapubic pain, dyspareunia, dysuria, hematuria and urinary tract infections. A removal of eroded was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.